Event description:
It was reported that during a laparoscopic oesophagectomy procedure, tip fell off the active blade at the end of the procedure. Tip was retrieved from the sterile field\table as it happened during cleaning; and as it was the end of the case they did not open another device. Finished last 10 minutes of operation with ordinary diathermy scissors. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.